Event description:
Boston scientific received information that this implantable cardioverter defibrillator was removed and returned for an unspecified reason. Routine analysis testing revealed that the device failed the labeled longevity calculation. Premature battery depletion was suspected. In addition, this device was included in the shortened replacement window advisory and the mid-life display of replacement indicators advisory. The device was forwarded on for further detailed laboratory analysis testing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.